Manufacturer narrative:
(B)(4). The device was manufactured august 14, 2015 - august 18, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a single day infusor underinfuse. The reporter stated that at the end of the expected therapy time, there was fluid remaining in the device. The device had been filled with cefotaxime. There was no patient injury or medical intervention associated with this event. No additional information is available.